Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the insertion port. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 25, 2020 - september 28, 2020. H10: the actual device was not available; however, a video of one sample was provided for evaluation. Visual inspection was performed which observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted on both of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.